Event description:
Hill-rom received a report from the account stating the left siderail would not latch. The bed was located in storage. Thee was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left siderail and tube was broken at the connection bolt. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the batch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the left siderail and tube to resolve the issue. Based on this info, no further action is required.